Event description:
It was reported that during the procedure, this right ventricular (rv) lead was unable to delivery pacing which was observed during threshold testing. Multiple attempts were made to obtain pacing; however, were not successful. As a result, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.